Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the zelante thrombectomy with an unknown 0.035 guidewire stuck inside. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed that the shaft is damaged 1cm from the tip and the guidewire lumen is separated at that location. Microscopic examination revealed no additional damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range, without any leaks from the device or any errors/alarms from the console. Inspection of the device presented no other damage or irregularities. Product analysis could not confirm the reported leak but did find damage that may have contributed to the difficulty to prime. Common device name: peripheral mechanical thrombectomy with aspiration. (B)(6).

Event description:
Reportable based on device analysis completed on 08-jun-2022. It was reported that the device would not prime and a leak occurred. A zelantedvt catheter was advanced for treatment. During preparation, the midshaft portion of the catheter leaked liquid so priming cannot complete. The procedure was completed and there were no patient complications reported. However, returned device analysis revealed separated guidewire lumen.